Manufacturer narrative:
Consumer admits to sleeping while using the heating pad which is a violation of the instructions and warnings provided. Consumer admits to laying on the heating pad which is abuse of the product and a violation of the instructions and warnings provided. There is an instruction that states, "burns can occur regardless of control setting, check skin under pad frequently" and consumer failed to perform that instruction.

Event description:
Consumer alleges using her heating pad while sleeping in bed then rolled over onto it and received a burn under her left breast. There was not a report of property damage with this incident.